Manufacturer narrative:
Align's clinical review shows that both ul4 and ul5 are missing in the most recent scan. The initial panoramic radiograph indicated that ul5 had undergone endodontic treatment, while ul4 showed no apparent restoration. Treatment records include a comment submitted by the treating doctor in (B)(6) 2024 requesting improvement of an upper left crossbite as part of the original treatment goals. Records also indicate that ul4 and ul5 were in a scissor bite with ll4 and ll5. There is no conclusive evidence provided that supports or opposes whether the invisalign system caused or contributed to the reported permanent damage. Based on the available information, the patient had permanent damage, and the invisalign system was being used. Therefore, an MDR will be filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the event, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor reported that the patient had symptoms of extraction and loss of tooth ul4 and ul5. No additional information is available at this time. Attempts to obtain additional information about the event were unsuccessful.